Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: strips not available for return.

Event description:
Caller reported compact plus blood glucose results of 28 mg/dl, 122 mg/dl, and 100 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.